Event description:
It was reported that during angioplasty of a shunt anastomosis, the balloon ruptured. The balloon was positioned within the target lesion and inflated with a indeflator; it ruptured at 14 bar. It is unk if difficulty was experienced during advancement of the balloon catheter to the lesion or while crossing the lesion.

Manufacturer narrative:
It was reported that during dilation of a dialysis shunt, the balloon ruptured. The 90% stenosed target lesion was in the left cephalic vein at the anastomosis site of a shunt placed for dialysis. No abnormalities were noted during the pre-used device inspection. The passeo-18 balloon was placed and dilated with a good result. At the end of the inflation, the balloon ruptured circular at 14 bar. During withdrawal, a part of the balloon detached from the catheter. A removal tool was used to remove the remainder of the catheter. The device was returned in two separate parts, the shaft including the proximal half of the balloon and the distal balloon part with a part of the guide wire lumen. Due to the balloon rupture, it was not possible to perform inflation and deflation of the balloon. Tests revealed that excessive force must have been applied to the catheter resulting in destruction of the device.